Manufacturer narrative:
This investigation is currently ongoing. A follow up report will follow once the investigation is complete. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
On (B)(6) 2019, patient underwent a 5f puncture of the left femoral artery. Procedure was successful with immediate hemostasis and implant in place. On (B)(6) 2019, patient returned for a procedure on the right leg and at that time it was noted that the celt 5f implant had migrated down to the junction of the superficial femoral artery and popliteal artery. Patient had not been suffering any leg ischemia symptoms in the intervening period. Celt 5f implant was retrieved using an 8f crossover catheter from the right side using a snare. The crossover puncture site was subsequently closed with a 7f celt device with no problems.

Event description:
On (B)(6) 2019, patient underwent a 5f puncture of the left femoral artery. Procedure was successful with immediate hemostasis and implant in place. On (B)(6) 2019, patient returned for a procedure on the right leg and at that time it was noted that the celt 5f implant had migrated down to the junction of the superficial femoral artery and popliteal artery. Patient had not been suffering any leg ischemia symptoms in the intervening period. Celt 5f implant was retrieved using an 8f crossover catheter from the right side using a snare. The crossover puncture site was subsequently closed with a 7f celt device with no problems. The investigation was based on the user facility information and testing & evaluation of actual implant. The actual implant was returned for evaluation on 02-jan-2020. Analysis showed no defects with the implant other then bending of the petal of the wing set, most likely caused by the snare procedure to remove the implant.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.